Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the peritonitis event. Dianeal therapy was ongoing. Seven days after hospital admission the patient was discharged and continued treatment at the renal unit. Fifteen days later, antibiotic therapy was completed and the patient was recovered from the event. On an unreported date, the patient¿s caregiver was retrained on the proper aseptic technique. No additional information is available.